Event description:
It was reported the device was unable to be paired with the remote monitoring application via bluetooth (ble). Technical support was contacted and recommended an in clinic follow up for further investigation. No intervention has been performed at this time. The patient was stable and will continue to be monitored.